Event description:
It was reported that the customer had issues with the insulin pump's sensor. The customer received false sensor readings. Her blood glucose level was 286 mg/dl when he sensor glucose reading was 79 mg/dl. The insulin pump went into threshold suspend. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.